Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working. The customer's blood glucose value was 110 mg/dl to 135 mg/dl. Mother said that she was told by the healthcare professional office that the insulin pump was not working properly. The insulin pump failed to show correct time even after uploading insulin pump. The insulin pump will be returned for analysis.